Event description:
A malfunction was reported on the customer's pump, occurring after the pump powered off because it was not charged. Upon restarting, the pump displayed a malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.